Event description:
The patient contacted animas on (B)(6) 2012, stating the ok button was intermittently responsive and required hard presses for a response. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump in a pocket and did not clean it. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad was worn but the keypad rubber was intact but the audio bolus button was torn. A torn audio bolus button will allow contamination to permeate the button contact negatively impacting the button function. The torn audio bolus button is obvious and detectable and should alert the user to discontinue use of the pump. Evaluation revealed that the ok keypad button was intermittently unresponsive and the contrast, up and down arrow keypad buttons responded appropriately. There was evidence of keypad contamination found under all of the key contacts. Unrelated to the complaint, evaluation revealed a detached display screen, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
There is no adverse event associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.